Event description:
Right total hip joint replacement done on 3/6/97. For 2 weeks prior to admission pt complained of intermittent catching and snapping associated with pain in right hip and evaluated by x-ray which showed an acetabular linear dysfunction due to asymmetry. She was scheduled for revision on 6/10/98 where she had the original prosthesis removed with revision of right total hip joint replacement of cup, liner and femoral head components. The findings revealed asymmetry of the femoral head within the acetabular cup consistent with displacement of the polyethylene liner.